Event description:
The customer alleged high readings using his contour system. He did not allege any adverse events. His complaint did not meet the criteria to be reported at the time of the initial call, but his test strips were returned for evaluation. The customer's meter and test strips were replaced.

Manufacturer narrative:
The qa lab evaluated the returned reagent and found it to read e11 and 1 result was 81 mg/dl low, out of specification.the e11 confirms exposure to moisture, which most likely caused the high results the customer alleged.